Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: one sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. It was observed that the pump tube after arm occlusion was twisted below the pressure plate latch. The complaint was confirmed. Based on the sample provided, analysis conducted, physical evaluation and trend analysis for this failure mode, the root cause was traced to the supplier. An assembly issue was the source of the reported problem. The most probable root cause could be that the pump tube was stretched and twisted during pump tube height adjustment. For corrective action, instructions relating to the correct position of pump tube were handed down to production personnel. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(6), as a result of warning letter (B)(4).

Event description:
It was reported that the device's tubing was found twisted. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.